Event description:
An elderly man had a de-clotting procedure and angioplasty of his arterio-venous hemodialysis fistula. In addition to end stage renal disease, the patient has a history of multiple abdominal surgeries and gastrointestinal bleeding, two hip replacements, coronary artery disease, hyperparathyroidism, blindness in his right eye and also hearing impairment. A 5-fr. Arrow-trerotola percutaneous thrombolytic device was used to perform the procedure, which included mechanical thrombectomy and angioplasty as well as pharmacologic thrombolysis. During the thrombectomy, the device adhered to the vein itself, and an estimated 6-7 mm of the rubber tip of the catheter fractured, becoming embedded in the vein. It was not possible to retrieve the fragment of the catheter tip. The patient was observed post procedure with no apparent adverse effects. His condition will be frequently monitored during his dialysis visits.